Event description:
A nurse reported that during vitrectomy surgery, when they switched from fluid to air, no air came into the eye. They switched back to fluid and tried again, but again, no air came into the eye. After switching the cassette, the system operated normally. No patient harm was reported. The doctor reported that the patient felt alright at one day post-op.

Manufacturer narrative:
A cassette and manifold with tray have been received, but the evaluation is not complete. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).